Event description:
Customer states water is leaking from the left side under the analyzer onto the floor in the walkway. Customer states she mopped up the original puddle of water, but it is still leaking into the walkway. No one was harmed and no patient samples were involved.

Manufacturer narrative:
The field service representative determined waste pump failure to be the cause. He replaced waste pump and tested operation. He verified overflow reservoir does not leak and performed instrument checks which were within specification.